Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 248 mg/dl at the time of incident. The current blood glucose was 120 mg/dl. Customer treated with manual injections. Drive support cap was normal. Customer alleging the insulin pump for under delivering because customer had high blood glucose had tried increasing basel and bolus settings looked for bubbles changed insulin and also different types of infusion sets and change location on body. The product will not return for the analysis.